Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4)

Event description:
Information was received by the consumer, regarding a patient receiving intrathecal fentanyl and clonidine, and later just morphine, via an implantable infusion pump. The dose and concentration are unknown for all the drugs. The indication for use was noted as chronic low back pain and non-malignant pain. The patient's pump battery reportedly motor stalled on numerous occasions. This failure sometimes resulted in the medication being delivered intermittently. Additionally it was reported that the pump battery failed, and the patient suffered opioid withdrawal; which required hospitalization and pump replacement. The battery failure in the device reportedly caused the patient to sustain serious and permanent injuries. The patient suffered crippling injuries which left the patient with permanent and significant disabilities. Post-operative diagnosis included: "neuro intrathecal pump malfunction. No further information was provided. If additional information becomes available, a follow-up will be submitted.